Manufacturer narrative:
(B)(4). There are 3128 events summarized in the retrospective summary report. A teleconference with the MDR policy branch, division of postmarket surveillance, office of surveillance and biometrics, center for devices and radiological health and roche diagnostics was held on december 12, 2012 to discuss roche health solutions - identified reporting issues for malfunction cases related to the accu-chek spirit insulin pump recall # z1646-2009, which have been generated outside of the u. S. As a result of the teleconference osb requested roche health solutions submit a formal request for retrospective summary reporting and agreed to retrospective summary reporting for 3,128 malfunction cases for the time period of 7/1/2010-7/2/2012.

Event description:
The patient reported an issue with the up/down button of the infusion device. No serious injury was reported. The infusion device was requested to be returned for evaluation. Evaluation of the device found that the up/down button was defective.